Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer obtained a sensor scan of 48 mg/dl and self-treated with a coke based on the scan. The customer took a subsequent reading of 216 mg/dl on the built-in meter and reportedly called 911 for medical assistance, however, no additional details were provided as customer disconnected the call. There was no report of death or permanent injury associated with this event.